Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service center. Per service report, the defects reported by the customer have been verified.therefore, this complaint can be confirmed. Upon servicing the device, further deficiencies were found to be impairing device function. The following activities were performed: defective o-rings replaced. Motor does not turn: motor replaced . Motor corroded - motor replaced . Short circuit in the motor cable - motor cable replaced. During use of the device, excessive water ingress can get into the device internal components which can corrode internal parts of the device. Along with that,the cord was found to be defective. Given the information provided, the root cause for the device not turning can be attributed to repeated use of the device and a damaged cord.the service history has been reviewed in lieu of the manufacturing record evaluation for this device since it was previously serviced. The device was last serviced on 6/12/2018 and passed all functional testing before being returned to the customer. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate that the hand pc tornado shaver does not turn, it has a jammed motor. This issue was found post-operatively.